Event description:
A healthcare worker experienced burning with white spots on the left palm as he handled a package that had moisture on it following a completed load. The worker rinsed his hand under water and was seen in the ER where they continued to rinse the site under water. The symptoms lasted 45 minutes. It was reported that the vaporizer plate was in place at the time of the event.